Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's lead located at the s2 vertebral level had migrated. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.